Event description:
This is the second reported incident of power loss resulting in delayed delivery for this pt. The pump was programmed to infuse approx 800ml of a tpn solution over 20 hrs at 38ml/hr with a one hr taper down. The pt's father reported a loose ac plug connection. It was noted that "the jack connection of the ac adapter to the pump could wiggle out enough to lose ac power but not cause a power loss alarm." It was not known how long the power loss occurred before it was discovered. The pt is an active infant and the power loss is thought to occur when he moves around in his crib at night. There were no adverse effects to the pt. No medical intervention was required. The adapter was reconnected to finish the tpn solution after discovery. The family has changed to a different model pump with a more secure locking fit to the power adapter.

Manufacturer narrative:
Fluid spillage was found around the 12 volt battery jack. This may have been a factor in the reported incident. An infusion test at 100ml/h infused for one hour within specs and without alarms. The customer battery pack was not returned for testing. The reported problem could not be duplicated.